Manufacturer narrative:
The account replaced the logic board to repair the bed.

Event description:
The account stated the bed will not go into trend or reverse trend. He has replaced the foot panels, but the issue remains.